Event description:
It was reported the customer had battery issues with their insulin pump. Customer reported receiving a weak battery alarm and a failed battery test alarm. Troubleshooting could not find any damage to the customer's battery compartment. It was also found the customer received a failed battery test alarm after troubleshooting occurred. Customer's blood glucose was unknown. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
No failed battery test alarm noted during testing. All operating currents are within specifications. The insulin pump passed displacement test and self-test. However, the insulin pump alarmed alarm weak battery due to faulty battery tube. Broken battery cap noted. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, cracked reservoir tube, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.